Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the clinic contacted boston scientific technical services (ts) to discuss why there is no remote home monitoring alert for atrial fibrillation (af) for the implantable cardioverter defibrillator (ICD). Ts discussed that the ICD is a single chamber device, so no atrial information is collected. Review of the data stored on the remote home monitoring site found that the right ventricular (rv) lead shock impedance was high and out of range. Further review from ts noted that a non-invasive programmed stimulation (nips) study had been performed approximately three months earlier after which the shock impedance had decreased to 91 ohms. Currently the shock impedance measurement had increased back to 166 ohms. Ts suggested the medical personnel discuss this information with the physician, but also noted it was likely already known since the remote home monitoring alert had been raised to 200 ohms. The rv lead and ICD remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The ICD and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented with shock impedance measurements above 125 ohms. The shock impedance and pacing impedance measurements have been increasing since implant. It was noted that after the most recent shock delivery in 2016 that measured 44 ohms, the daily shock impedance measurements have decreased. The current shock configuration is in triad. Boston scientific technical services (ts) was contacted for assistance. The ts consultant had the field representative perform additional shock impedance measurements in other configurations and for both distal shock coil to can and distal shock coil to proximal shock coil the measurements were above 125 ohms. It was discussed that they could keep the configuration as is an set the shock impedance alert at 150 ohms. No adverse patient effects were reported.